Event description:
It was reported the trauma set was placed into the patient's femoral artery. The tubing disconnected and the patient "bled out". The patient received a blood transfusion, coded and passed away. A third party has been called in to investigate because "human error" is most likely to blame and a third party is more likely to be unbiased.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.